Manufacturer narrative:
Although requested, additional information was not provided, and the device was not returned for evaluation. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. According to the medical review, the patient was unable to adapt to the target for monovision given by the surgeon. The original intraocular lens (iol) was explanted and replaced with a different model lens and diopter. Based on the information provided, we are unable to determine a root cause; however, the most probable root cause is "patient related". No additional investigation or corrective action is necessary at this time.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately two months post-op, the patient was unable to adapt to the target for mono-vision given by the surgeon. The original iol was explanted and replaced with a different model lens and diopter.